Manufacturer narrative:
Continuation of d10: product ID bb811 (unknown serial/lot); product type: 0189-disposables; a product ID 96570-119 (unknown serial/lot); product type: 0183-cannula; g2: citation: bulnes jf, martínez a, sepúlveda p, et al. Outcomes of a modified, low-cost, veno-arterial extracorporeal membrane oxygenation (v-a ECMO) for elective, periprocedural support of high-risk percutaneous cardiac interventions: an experience from a latinamerican center. Perfusion. 2024;39(5):998-1005. Doi:10.1177/02676591231178413 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information via literature regarding outcomes of a modified, low-cost, veno-arterial extracorporeal membrane oxygenation (v-a ECMO) for elective, periprocedural support of high-risk percutaneous cardiac interventions. The time frame of this study was: march 2016 to december 2021. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: oxygenator: affinity fusion, medtronic arterial cannula: eopa 15-20 fr, medtronic, venous cannula: biomedicus, medtronic. Deaths occurred in the study population. Based on the available information, none of the deaths were attributed to medtronic product. The causes of death were: one cardiac death at 6 months, one death due to postoperative shock at 6 months. Among patient adverse events included: one patient experienced a periprocedural myocardial infarction due to dissection of the left circumflex, which was successfully stented; another patient developed a femoral pseudoaneurysm related to the arterial cannulation site, requiring red blood cell transfusions and surgical repair. Based on the available information, the femoral pseudoaneurysm may be attributed to the medtronic eopa arterial cannula. No further information was provided pertaining to medtronic products.